Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results occurred on the same day as follows: inratio inr=3.9, 4.5 and 1.2 - within several minutes. The venous blood was taken from the same syringe. Several minutes later, the customer tested two more times with a new sample of venous blood and obtained the following results: inratio inr=1.3 and 1.2. The patient's therapeutic range is unknown.

Manufacturer narrative:
Correction: in the manufacturer's narrative in follow up #1, the lot number in the report, k360380, was incorrect. The lot number that had in-house testing reviewed was 361976. The correct verbiage for this section should be as follows: it is indicated that the product is not returning for evaluation. As a result, in-house investigation testing was performed with retains of the reported strip lot. It was determined that a discrepant result observed in-house was caused by an impedance curve with a weak slope change. Discrepant results caused by weak slope changes are related to the software present in the meter; this issue was addressed in CAPA-(B)(4). Although discrepant results were observed during in-house testing, an analysis of all in-house testing results for the reported lot determined that the lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided.

Manufacturer narrative:
'Disability or permanent damage' was inadvertently marked. There was no adverse event reported for this case. Investigation/conclusion: it is indicated that the product is not returning for evaluation. As a result, in-house retain testing was performed with retains of strip lot 361976. During in-house investigation, an impedance curve with a weak slope change was observed. Discrepant results caused by weak slope changes are related to the software present in the meter; this issue was addressed in CAPA-(B)(4). Although discrepant results were observed during in-house testing, an analysis of all in-house testing results for lot k360380 determined that the lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided.